Event description:
They got low pt calcium results that repeated 0.6 mg/dl higher when repeated on another instrument. The incorrect results were not used to guide pt therapy. The field service representative reported that results were acceptable after he put a new reagent kit on the analyzer.